Event description:
The hcp reported the pt was experiencing increased left lower extremity weakness and requested removal of the pump. The pump was explanted and returned to the manufacturer for analysis. A follow up report will be sent when add'l info is received.